Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up, it was noted the right atrial (ra) lead had dislodged. As a result, a revision procedure was scheduled. During the revision, attempts were made to find a lead position in the atrium. However, it was unable to implant the lead in the atrium except in the same location where the lead had dislodged. Due to the possibility of future ra lead dislodgements, the decision was made adjust the system to vvi. The ra lead was surgically abandoned. No additional adverse patient effects were reported.